Manufacturer narrative:
Bsc engineering reviewed the disk data and concluded there may be a discrepancy in the remaining longevity. At the next follow up visit, it was recommended to the field representative to consider getting memory download to evaluate the battery longevity. The memory download will provide more battery information than a patient data disk. As the product remains in service, it will not be returned for analysis and boston scientific cannot confirm the clinical observation. There is no additional information related to this event available at this time. If additional information becomes available, the event will be updated as necessary. Device was later explanted for normal battery depletion and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that an emergency room (ER) physician reported a patient was admitted due to experiencing syncope. The area sales representative (sr) was paged to interrogate the device. Upon interrogation, the gas gauge was noted at 50% remaining, with 100% programmed pace output. After further discussion, it was reported that the patient was attending a graduation ceremony where the heat was over 100-degrees and became dizzy. The physician and sr believed there were no device issues and the syncope was the result of the heat. The patient was fine upon the sr leaving the ER. A week later, the disk was sent in to bsc engineering for future analysis for the unrelated greater than expected battery usage. There were no planned procedures and device reprogramming was routine.